Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. As a result of other issues of this nature, b. Braun has initiated a voluntary medical device correction for multiple batches of the outlook® pump sets including the batch identified from this complaint. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: it was reported that the tubing leaked from the cassette. No injury reported. Response from customer; no blood was lost following event, and the patient was stable.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.